Event description:
It was reported that during a cross-over manipulation, after the first stenosis had been dilated, the catheter balloon didn't shrink back down enough during deflation to move the shaft to the second stenosis the catheter was removed & replaced in order to complete the procedure.